Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of erroneous results for 1 patient sample tested for troponin t quantitative on an h232 instrument and troponin t hs (high sensitive) troponin t hs on an e601 analyzer. It is not known if erroneous results were reported outside of the laboratory. On (B)(6) 2015 the patient was tested on the h232 instrument and the troponin t quantitative results was 155 ng/l. On (B)(6) 2015 the repeat troponin t hs result was 4.13 ng/l on the e601 analyzer. Subsequent tests on the h232 instrument were 164 ng/l & 155 ng/l. The results from the h232 instrument were believed to be correct. A new (B)(4) sample was tested on the h232 instrument and the result was 113 ng/l. It is not known if an adverse event occurred. No adverse event was reported. The troponin t hs reagent lot number and expiration date were not provided. The h232 instrument serial number was not provided. Neither the h232 instrument nor a similar device is sold in the unites states. The troponin t quantitative reagent lot number and expiration date were not provided.

Manufacturer narrative:
Two samples from the patient were submitted for investigation.the customer's result from the cobas e601 could be reproduced during the investigation. Clarification on the specific root cause is currently not possible with the information provided.

Manufacturer narrative:
The troponin t quantitative reagent lot number used with the h232 meter was 28242515. The troponin t hs reagent lot number used with the e601 analyzer was 187591. Based on further investigation, there is no evidence that the results from the e601 system were incorrect.